Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that a perforation occurred in the mid to proximal left anterior descending (lad) artery with the use of an unspecified device. Four graftmaster stents were opened and prepared. Two graftmaster stents (2.80 x 19, 2.80 x 16) were attempted to be advanced but met resistance, so a guideliner was used to advance the 2.80x16; however, both graftmasters failed to cross. Two more graftmasters (both 2.80 x 16mm) were ultimately implanted mid and proximal, successfully sealing the perforation. Per the physician, the implanted graftmaster stents performed as intended and did not cause or contribute to any adverse events. No additional information was provided.